Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited oversensing and intermittent loss of capture. The device was reprogrammed. The patient was in stable condition and the lead remained implanted.